Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed to open and displayed a failed-to-open error despite reboot, power cycle, and recovery attempts. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a failed to open error and drawers failed to open despite reboot, power cycle, and recovery attempts. A field service engineer (fse) worked on main drawers 5.1 and 5.2 after both drawers opened but were not recognized as open, with solenoids firing multiple times without drawer detection. Since the issue affected both sub-drawers, the main controller board connecting both halves was identified as the likely cause and replaced. After rebooting the station, cubie tests initially failed until the station completed maintenance mode and firmware updates, after which all drawer and cubie functions tested successfully. The system functioned as intended after the field service engineer repaired the device.